Manufacturer narrative:
H3: analysis of pli# 30 product ID# 977006 found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3778-60; serial# (B)(6); implanted: (B)(6) 2008; explanted: (B)(6) 2021; product type lead. Product ID 3778-60; serial# (B)(6); implanted: (B)(6) 2008; explanted: (B)(6) 2021; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had a post-op appointment on (B)(6) 2021 and at that appointment the patient had one low grade fever (99.1) since explant. It was indicated that it was not determined if the fever was related to the device.

Event description:
Additional information received. Rep reported according to the provider, no further actions have or will be taken to address the low grade fever. The provider stated that the patient is being treated with antivirals by another specialist for his hepatitis c and hopes that it will take care of his fevers.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type lead product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had an unexplained fever after the battery replacement. The patient¿s leads and battery were explanted on (B)(6) 2021. Since the patient was last seen (B)(6) 2021) he reported that he had kept his stimulator turned off and that he did have a fever of 99.9 with it off. The fever only lasted a few hours. During explant on (B)(6) 2021, the battery pocket site showed no signs of infection and the tissue was healthy. The battery and leads were explanted, and sent back. The returned device were received on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type lead product ID 3778-60 lot# serial# (B)(6), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. Patient had his implantable neurostimulator (B)(6) 2021. The battery was the only thing replaced, no changes were made to the leads (3778-60). The patient was admitted to the hospital on (B)(6) 2021 for fever of unknown origin. According to the implanting physician, the patient has had fevers on and off for the last few years. While in the hospital on (B)(6) 2021, the patient had a CT and ultrasound performed to rule out infection. No signs or symptoms of infection were noted on the exams. Patient tested negative for flu and covid-19. The incision site is within normal limits and shows no sign of infection. The patient was discharged from the hospital on (B)(6) 2021 and had a follow up (B)(6) 2021 with the implanting physician. Dressing was changed and no signs of infection. The patient¿s wife believes that the fever is related to the battery change. The implanting physician discussed explant of battery and leads with the patient today (B)(6) 2021. While in the hospital (B)(6) 2021, the patient had a CT ((B)(6) 2021) of the thoracic region that showed the leads in place and no signs of infection. (B)(6) 2021 an ultrasound was completed and was negative for fluid collection or signs of infection at the battery pocket site. Dressing changes showed the wound clean with no signs of infection. Stimulation was turned off while in the hospital and fevers continued. Patient was followed by an infectious disease doctor while in the hospital and the cause of the patient¿s fevers is still unknown. Patient was seen (B)(6) 2021 by the implanting physician and the incision was clean with no signs of infection, he discussed explant of the leads and battery since the family stated that the fevers did not start until after the battery replacement (even though he has a history of intermittent fevers of unknown origin). The patient has a follow-up appointment scheduled with the implanting physician for (B)(6) 2021.